Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged shield with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to damaged shield was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged shield with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and damaged shield was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® k2e (edta) 18.0mg plus blood collection tube had a broken cap. There was no report of exposure, serious injury or medical intervention.